Event description:
The orthopaedics surgeon reported that a noise was heard from the patient's hip. Noted that there was spontaneous fracture of the ceramic head. A revision surgery was performed. "Metalose++" (metalosis) ¿ thr was reported. It was also noted that the insert fractured upon removal.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
An event regarding fracture involving an v40(tm). Alumina femoral head 28mm dia. V40 taper was reported. The event was not confirmed. The device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The event could not be confirmed nor the root cause determined based on the information provided. Further information such as medical records, x rays and the devices are needed to complete the investigation.

Event description:
The orthopaedics surgeon reported that a noise was heard from the patient's hip. Noted that there was spontaneous fracture of the ceramic head. A revision surgery was performed. "Metalose++" (metalosis) - thr was reported. It was also noted that the insert fractured upon removal.